Event description:
Boston scientific received information that a surgical procedure was performed to replace this lead, which had exhibited elevated capture threshold measurements due to dislodgement. A new active fixation lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.